Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information has been requested but not made available. Should additional information become available at the later time it will be reported in a supplemental report upon completion of the investigation.

Event description:
Right knee revision due to instability.

Manufacturer narrative:
An event regarding instability involving a scorpio insert was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as no items associated with the event were returned or made available for evaluation. Medical records received and evaluation: not performed as no medical records or x-rays were made available for review with a clinical consultant. Device history review: indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review: there has been no other event for the lot referenced. Conclusions: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
Right knee revision due to instability.